Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken l-handled is unknown. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that an l-handle broke. Surgeon requested a replacement by email. No case or cause given. Surgeon comment: "l-handle broke during a previous surgery"